Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, the customer experienced elevated blood glucose, however, a specific value was not provided; cause was not known. Upon follow-up, the customer reported that the issues had resolved and declined to provide any additional information.